Event description:
It was reported that a shaft fracture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During preparation, it was noted that the shaft got separated near the guidewire exit port when pulling out the protection tube of the tip. The procedure was completed with another of the same device. No patient complications were reported.